Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed no delivery during manual prime. Blood glucose value was 250 mg/dl. Troubleshooting was done and the alarm was changed by changing the reservoir. Customer stated that the no delivery occurred with multiple reservoirs from the same lot. The reservoir would not be replaced or returned for analysis.